Event description:
Event description guidant received information that a patient with this cardiac resynchronization therapy defibrillator (crt-d) arrested. Copies of surface electrograms (ecgs) during the arrest showed pauses. The device is set to detect rates of 170 and 200 bpm. The reviewed ECG shows coarse ventricular fibrillation (vf) below the detection rate. The patient is on respirator, but care givers deny any suctioning or breathing treatments at the time of the pauses.